Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product would not allow a suction catheter to be introduced. According to report, the clinician found that the tube had kinked near the patient's pharynx. The patient was extubated and reintubated with a replacement product. No permanent adverse effects reported.